Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump had a high blood glucose reading. Blood glucose value was 600 mg/dl at the time of the incident. No troubleshooting was performed because the customer just wanted the device returned. Nothing will be replaced or returned.